Manufacturer narrative:
An event regarding disassembly issue involving a triathlon trial was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned in used condition. The triathlon adaptor was jammed in the triathlon trial that resulting in disengaging of both of the components. Examination of the returned device with material analysis engineer indicated damage observed to the top thread of the femoral trial. Potential improper alignment. A functional inspection was performed and found the device to be functionally acceptable. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. Complaint history review: a complaint history review confirmed no similar events for the reported lot. Conclusions: the reported event is confirmed. The reported device is found to be functional with the returned offset adapter trial. Proper instructions on how to use the reported device and associated instrumentation are provided in the triathlon revision knee system surgical protocol as well as indications and contraindications for patient selection. A consultation with the material analysis team concluded that the damage observed to the top thread of the femoral trial was likely due to improper alignment. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
During left total knee replacement surgery, the doctor was using two instruments to engage them. When he went to disengage them, the two pieces were stuck together.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During left total knee replacement surgery, the doctor was using two instruments to engage them. When he went to disengage them the two pieces were stuck together.